Event description:
Postoperative diagnosis: irrigation & debridement with head and liner exchanged.

Manufacturer narrative:
Additional devices listed in this report: cat 542-11-62h trident psl with purefix ha 62mm lot code 34444901; cat 6570-0-536 delta v-40 ceramic head 36/+2,5 lot code 44040901; cat 6720-0737 size 7 accolade ii 132 deg lot code 47209704. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the devices are not available for evaluation. Reported event: an event regarding revision involving a trident liner, trident shell, trident head and accolade stem was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for evaluation -medical records received and evaluation: not performed as medical records were not received for evaluation. -device history review: device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies -complaint history review: a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: the exact cause of this event could not be determined based on the information available. Further information such as x-rays, operative notes as well as patient history and follow up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient was received by stryker orthopaedics. If devices and/or additional information becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends. Device not returned.